Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2024. The patient was placed on anticoagulation medication (lixiana) post operatively. A follow up transesophageal echocardiography (tee) was completed at the 45 day follow up with no abnormalities noted. The patient was taken off of lixiana five (5) months post implant and placed on aspirin (asa) only. At the 6 month follow up tee, one (1) month after switching medication, a device related thrombus (drt) was observed. The patient was placed back on lixiana and will be monitored at the next follow up. There was no patient complications reported.